Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had tubing connector anomaly. Customer's blood glucose was 400 mg/dl. Customer stated insulin was underneath the tubing connector and reservoir. The customer was advised to fill a new reservoir with insulin and get a new tubing for pump. The customer was walked thought the priming process and do a manual prime and she was successfully able to get insulin out of the tubing and see drops at the other end. The customer was advised to reconnect and monitor the insulin pump.